Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Analysis found that the exam used was not to protocol. The software of the navigation system functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The site reported issues attempting to register the patient. The first three points were reported to be okay, but the "registration meter" would not fill up when tracing. The procedure was completed without aborting imaging or navigation. The length of procedure delay and impact to patient were not provided. The hospital staff restarted the system and reloaded the images and the issue did not resolve. There was no other successful registration. The most likely cause of the event was the image was missing slices. The system was able to register the head 3 tumor phantom and the imported images for the next surgery were good. Medtronic received information that the procedure was cancelled due to the reported issue.